Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt ECG c and d cable was severed with all wires cut. The root cause for the severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.